Manufacturer narrative:
(B)(4).

Event description:
It was reported that during radiofrequency first shots during an atrial fibrillation (afib) procedure, the temperature increased quickly and no power was supplied. The celsius thermocool catheter was inspected and there was presence of material at the distal extremity (plastic or tissue) which obstructed the irrigation holes. Upon request, the bwi field representative provided additional information on the event. The particle was analyzed by the accounts lab. The particle was human tissue. The generator power setting was 30w. The temperature setting was 43°. The flow rate setting was 17mm/min. The generator was in temperature control mode. It was unknown if there was any impedance rise during the event. They were not able to ablate. The approximate size of the particle was 5mm in length. The physician considers that this particle was excessive.

Manufacturer narrative:
In supplemental follow-up #1 submitted on august 5, 2013 it was reported that the product investigation would not be performed since the catheter was not returned for analysis. However, on september 2, 2013 the bwi failure analysis lab received the product. The product investigation is in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
Since the particle was analyzed by the accounts lab, multiple requests were made to obtain a copy of the report to support the findings of material, but the report has not been provided. (B)(4) it was reported that during radiofrequency first shots during an atrial fibrillation (afib) procedure, the temperature increased quickly and no power was supplied. The celsius thermocool catheter was inspected and there was presence of material at the distal extremity (plastic or tissue) which obstructed the irrigation holes. Upon request, the bwi field representative provided additional information on the event. The particle was analyzed by the accounts lab. The particle was human tissue. The generator power setting was 30w. The temperature setting was 43°. The flow rate setting was 17mm/min. The generator was in temperature control mode. It was unknown if there was any impedance rise during the event. They were not able to ablate. The approximate size of the particle was 5mm in length. The physician considers that this particle was excessive. The returned device was visually inspected upon receipt and it was found in normal conditions, without any sign of foreign material on the tip. Per the event, the catheter was tested for electrical, temperature and generator functionality and it was found within specification, in addition the catheter was tested under patency flow test and it was found that all the six tip dome hole were irrigating as designed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint cannot be confirmed.